Event description:
Customer reported filter cracked during infusion of cyclosporin and set leaked. Set was not saved for eval. There was no harm to the pt. No add'l info was available.

Manufacturer narrative:
MFR's report date: 12/01/2010. (B)(4).